Event description:
The reporter stated that meter to hcp meter comparison tests were done, side by side. The results were 370 mg/dl on his meter, and 28 mg/dl on the hcp meter (type unknown). Rptr did not have any symptoms. On follow-up it was indicated that the reporter had been placing blood sample on the confirmation dot instead of the pink test square on the test strip. The lifesan representative reviewed testing techniques with the reporter. No harm was alleged.